Event description:
Customer reported that the pt file was not saved correctly when ending the exam. The investigation revealed that images are not acquired during the study.

Manufacturer narrative:
When pt name, pt ID, pt date of birth, and the pt gender match, the system works as expected. In case of the pt's name having a difference in upper/lower case from the original generation of this pt, the sw is not correctly accounting for this difference. The system sees this as two pts with 3 or 4 identifiers matching, and does not allow the capture of clips/images. This will be resolved via software release.

Manufacturer narrative:
(B)(4). The device referenced in this report was not returned to siemens for evaluation; however, the system log files were captured and analyzed. During the analysis, it was found that the software was not storing images due to "check-in" failures. There are 4 pieces which distinguish a unique patient in the software: patient name, patient ID, patient date of birth and patient sex. In this case, the logic in the sw is not correctly accounting for the case difference in the patient name when trying to determine if the patient is identical to an existing patient on the system. The result when following the workflow steps described above is that there are two patients with identical patient info except for the case of the name. When submitting patient information identical to an existing patient, except for case differences in the patient name, a software bug will not allow storing of images. The image storing issue was resolved in software updates va35e (released 7 october 2015), vb10d (released 10 june 2016), and vb20a (released 17 april 2017). Reference complaint # (B)(4).

Event description:
It was reported that an error message was displayed and a patient file was not saved correctly on the ultrasound system when ending an exam. The user registered the patient once more and repeated the exam but the same problem occurred. There was no patient harm reported. No additional information was provided.